Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 112 mg/dl. The customer stated that they dropped the device in their dog's water bowl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(2).